Event description:
It was reported that the e360 ventilator had a back up battery problem. Patient involvement information was not provided by the customer. The ventilator was evaluated by a third party service engineer and the customer reported issue was confirmed. The service engineer replaced the battery and the issue was resolved. The ventilator was working normally.